Manufacturer narrative:
Correction follow-up to report the event date, which was not reported previously.

Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned in one piece. Failure event observed during analysis. Final analysis found insulation degradations breaching the outer insulation at 4.5-5.0 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.